Event description:
It was reported that a patient underwent an a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a force sensor error, detached connector, and separated tip occurred. It was reported that during the operation, error 106 was displayed on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information: there were no damaged/lifted rings. The connector was partially detached. There was resistance/disruption during insertion. The wires and braid were exposed. The force sensor error is not MDR-reportable. The detached connector is not MDR-reportable. The tip damage and exposed internal parts are MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received photos of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).